Event description:
It was reported that the patient was experiencing chest and rib stimulation despite reprogramming. X-ray showed that the leads migrated. The patient underwent a lead revision procedure wherein the leads were repositioned. The patient was doing well postoperatively. The devices remain implanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2408560. Model: sc-2408-56. Serial: (b)(6. Batch: 7078538.